Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they could see a red x on the home screen. The customer's blood glucose level was 160 mg/dl at the time of the incident. It was reported that the communication was re-established between the transmitter and pump. The customer stated that they have tried several times to link the transmitter to the insulin pump. The customer was able to complete programming on the insulin pump. The device will not be returned for analysis.